Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact was found to be broken, the main coil was found to be kinked, and the suture was broken. In addition the delivery wire was kinked and broken. During functional testing a detachment test could not be performed on the returned device due to the damage noted to the returned unit. . It is probable that the observed coil delivery wire break was the result of handling of the device limiting the performance of the coil during the clinical procedure.

Event description:
Analysis of the returned device revealed that the coil delivery wire was broken. No clinical consequences to the patient were reported.